Event description:
Rep reported that recharging of ins issue, including communication issue while recharging. Heating during recharge. Premature/abnormal ins depletion. The patient complained that the device would die quickly after charging. Return of pain. Pain at ins site. Device removal. Device was replaced on (B)(6) 2024. Successful replacement surgery completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the cause of the heating/pain at the ins site while charging was not determined, and the issue with the recharge speed options being grayed out was user error. Rep reported they adjusted the recharging speed from 4 bars down to 3 bars via the patient controller, and the patient was advised that this would slow down their recharging speed. Rep reported it was unknown if they issue was resolved, and noted they will follow up with patient to see how recharging is going and if they are still having pocket pain.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc lot# serial# unknown product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to ask about using the remote to adjust recharging speed. The caller indicated that prior to calling they recharging speed option was grayed out in the menu. During the call the caller confirmed that the ins was actively charging and then in the menu confirmed that they were able to adjust the recharging speed, the caller changedthe setting from the default of 4 to level 3. The caller noted that the patient has been feeling heat when recharging. The caller also noted that the patient started having pain at the ipg pocket site at the same time as the heating sensation. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information about adjusting the recharging speed setting.